Manufacturer narrative:
Device evaluation summary: test results from device manufacturing and DHR were reviewed. All components in question passed all functional testing in production and passed quality inspections. No anomalies associated with sterilization of product. No device failures are alleged. Tissue breakdown occured.

Event description:
Envoy medical corp. Hq (emc) was notified on (B)(4) 2018, via complaint report of a foreign body reaction, leading to device/lead extrusion, posterior to the incision. Non-infection skin breakdown. Patient/clinical history with emc: (B)(6) 2012 -- implant, (B)(6) 2012 - activation, (B)(6) 2012 -- fitting, (B)(6) 2017 -- battery change, (B)(6) 2017 -- post battery change programming, (B)(6) 2018 -- sp removal - sterile wound dehiscense; complaint (B)(4), MDR filed, 3004007782-2018-00006. (B)(6) 2018 -- transducer removal (both, sensor & driver) - sterile wound dehiscense; complaint (B)(4) , MDR 3004007782-2018-00012. Patient had a previous non-infection wound dehiscense (MDR 3004007782-2018-00006), at which point the sp was removed to allow for healing. Transducers remained implanted for potential future re-implant of new sp. Patient again started to experience non-infection wound breakdown/ dehiscense and the remaining components were explanted to promote healing. Patient received reconstruction with prosthesis from the malleus to the stapes.